Event description:
Change in patient behavior observed. Registered respiratory therapist (rrt) noticed the vent not having minute volumes. Switched out the vent to an alternate machine and problem resolved. Upon rt evaluation, rt noticed the exhalation hat/cap was cracked. Rt believes the circuit pulled and cracked the plastic, or the plastic was already cracked and gave way on this patient. No apparent patient harm noted at this time.